Event description:
It was reported that a balloon rupture occurred. On an unspecified date, an unknown stent was implanted. In (B)(6) 2022, in-stent restenosis was noted in the 75% stenosed, moderately tortuous and moderately calcified right coronary artery. A 15 mmx3.50 mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 3 atmospheres within 5 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.